Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "earlier in the week". The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked; further described as the ¿dark blue thread section came off the transfer set, tubing leaking where it connects to lock of transfer set¿. This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.